Manufacturer narrative:
(B)(6). (B)(4). Visually reviewed instrument for cracks, fracture, damage or excessive wear; no material defect was identified. Functional evaluation of inserter with sample implant confirmed inserter would not retain the lower half of the implant when attaching both upper and lower implant components together. When attached separately, both upper and lower components were properly and securely retained on the inserter. The above observations are consistent with an instrument design issue.

Event description:
It was reported that the holder couldn't completely hold the implant during surgery. No patient complications were reported.